Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's blood glucose level was 138 mg/dl but his sensor glucose reading was 58 mg/dl. The sensor was curved. The insulin pump alarmed calibration error. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensors opened/used. Cannot performed bts test as the sensor is beyond its expiration date.